Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the touchscreen would not work for more than a few minutes before needing calibration. There was no patient involvement.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 19oct2018. Attempts were made to obtain further information regarding the device repair information. To date no further details have been received. No parts were returned to philips for evaluation, therefore, a root cause could not be established.